Event description:
During vitrectomy/retina surgery, an infusion cannula is inserted into a trocar and used to infuse fluid into the eye to maintain eye pressure during the surgery. The alcon 23 gauge infusion cannula was found to be not seating properly into the trocar, in some cases popping out, causing a loss of eye pressure. No pts were injured during these events. Alcon representative reported other facilities had similar problems. Alcon could not isolate the problem to any specific lot number. The 23 gauge cannulas involved came from both individual packs and form 23 ga totalplus vitrectomy packs (which contain other supplies for a vitrectomy case).